Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation. An sjm rep met with the patient and lead diagnostics showed low impedance on all contacts. X-rays were taken and did not show any abnormalities. Reprogramming was done to address the issue. The patient is pending follow up to determine if this issue is resolved.